Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025 . The values provided were cgm value was 18.1 mmol/l. The bg fs was 12.2 mmol/l. No symptoms were specified. There was no report of any treatment or other event details. There was no report of calibration prior to discovering the inaccuracy. The user report received on (B)(6) 2025 indicated, "the continuous glucose monitor consistently read higher than a manual blood glucose meter for approximately 4 hours before bedtime and then ran the same through the night/early morning. Numerous hypoglycemic events during the hours of 1-6am on one specific day.¿ no bg finger stick or cgm values, specific symptoms or treatment details were specified in the user report. On (B)(6) 2025 , follow up contact was made with the patient regarding the user report dexcom received and the patient indicated they were using the yypsomed pump+camaps. The patient was using both the receiver and smart device display screens. No bg or cgm values were documented. Additional event details were received on (B)(6) 2025 via user report, ¿the user of the device indicated that the cgm alerted at 1:10 am that their blood glucose was 3.4 mmol/l (which is a hypoglycaemia event; normally this would wake them up and they would treat it). However, following their failure to wake, the alarm got louder and woke their child, who, upon finding the user barely conscious, tested their blood glucose on a monitor where the reading was 1.5 mmol/l, which is a low number. The user mentioned that they were very lucky to have someone in the house with them, as otherwise, they possibly would not have woken up." No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 10/16/2025. It was clarified that on 03/06/2025 the cgm value was 17.8 mmol/l with a double up arrow, and a bg fs value was 13.5 mmol/l. A second cgm value (as previously noted in event chronology) was 18.1 mmol/l., a corresponding bg fs value provided on 10/5/2025 was 13.5 mmol/l. No additional patient or event information is available.